Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2011 after experiencing 3 shocks. There was 18 recorded episodes in the ventricular fibrillation zone. The lead exhibited high thresholds. A chest x-ray revealed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2011.